Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the spinal cord stimulation (scs) paddle lead has migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively, and the leads remain implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago. From the date manufacturer became aware of the event.